Manufacturer narrative:
Correct contact address: (B)(4). Field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer repaired the unit by replacing the blower controller board. The device is back in service.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported vent inop condition, valve position error. No pt involvement.